Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a peeling downstream occlusion (dso) seal. Multiple occlusion alarms were found during a review of the event history log. During the functional testing, the customer reported issue was not able to be duplicated. The reported cause was found to be an intermittent downstream occlusion sensor. The downstream occlusion sensor was replaced.

Event description:
It was reported that the device was alarming cassette load error constantly. There was no patient involvement and no patient harm/adverse event reported.